Event description:
It was observed during the device inspection, that the rhino-larygo videoscope exhibited the resin part of the image guide snake pipe fell off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use which state: rhino-laryngo videoscope olympus enf-v3 important information - please read before use warnings and cautions do not coil the bending part, universal cord, or video cable of the endoscope with a diameter of less than 10 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Do not twist or bend the bending section with your hands. The endoscope damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device